Event description:
The plaintiffs attorney alleged that the plaintiff experienced a cardiovascular event on an unk date after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving two separate products; associated MDR #: 1225714-2013-01336.